Event description:
Report received from (B)(6) stating that the device needed service. It was found to have "temperature above specification". It is known that this event did not occur during surgery however, it is unk if there was patient/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).